Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of less than 21mg/dl. The caller stated that he woke with low glucose of 54mg/dl and he suspended the insulin pump. Then the customer ate two bowls of cereal and half bowl of sugar, but his blood glucose continued dropping. The customer stated that the doctor believes the insulin pump's settings were too high. Advised to speak to his doctor regarding his settings. No further information was provided.